Event description:
Related manufacturer reference number: 2017865-2022-07615. It was reported that the right ventricular (rv) lead exhibited a high pacing impedance and lead fracture. The patient presented for a routine generator change along with planned revision for the rv lead. During the procedure, it was observed that the rv lead exhibited a failure to pace after use of electrocautery, which led to the patient experiencing asystole. The patient was externally paced, and the patient was stabilized. The rv lead was capped and replaced on (B)(6) 2022, and the pacemaker was explanted and replaced. After explant, it was observed that the pacemaker was in backup vvi pacing. The patient was stable.